Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (400 mg/dl range). The cause of the high bg was not known. The pump supplies were changed and the high bg resolved.